Manufacturer narrative:
A ge service representative performed an onsite investigation. The boards and connectors were reseated during the service call. Power supply voltage was also confirmed to be within the proper range. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system was shutting down without command of the operator. There is no report of a patient injury or death associated with this event.